Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. No button error alarm during our testing also, unable to perform the displacement test due to no button response. The insulin pump had scratched lcd window, scratched reservoir tube window and missing the end cap sticker.